Manufacturer narrative:
Product complaint #: (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Specific quantity of devices involved for each involved device indicate: lot number. Issue noted? The needle is dropped from the needle holder when removed from the thread tray or needle is broken while sewing. Additional information: the actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: mjz710, mez766, mcm957. A manufacturing record evaluation was performed for the finished device mjz710 number, and no non-conformances were identified. Expiration date: 07/31/2023. Date of mfg.: 08/14/2018. A manufacturing record evaluation was performed for the finished device mez766 batch number, and no non-conformances were identified. Expiration date: 04/30/2023. Date of mfg.: 05/15/2018. A manufacturing record evaluation was performed for the finished device mcm957 batch number, and no non-conformances were identified. Expiration date: 02/28/2023. Date of mfg.: 03/07/2018.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2019 and suture was used. During the procedure the needle is dropped from the needle holder when removed from the thread tray and the needle broke while sewing. No adverse patient consequences were reported. Additional information was requested.